Event description:
It was reported by remote transmission the atrial lead was programmed off previously due to high impedances. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator implanted: 2007 (B)(6); 5071 left ventricular (lv) lead: 2004 (B)(6). (B)(4).